Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device was interrogated when the patient was in atrial fibrillation (af) and diagnostics wanted to be reviewed. When the device was interrogated, the message "replace pm" was indicated and the device had already switched to vvi pacing mode. The device was to be replaced at another hospital, so the physician pressed "recover status" and reprogrammed in vvi mode. Then after six days the patient presented to the hospital after the af had self-terminated and the device was re-interrogated to be replaced. However, the battery status was now good. It was questioned why the device may change its battery status, depending on the clinical status of the patient at the moment of interrogation. The device remains in use. No patient complications have been reported as a result of this event.